Event description:
This spontaneous report was received from a us health care professional and concerns a female patient. She was injected with radiesse. After the radiesse injection, the patient experienced a delayed chin vascular occlusion, presumably compression. In 2022, over the last few days prior to this report, the reporter was working on the patient (as reported). The reporter wanted help on reducing the chance of permanent scar formation. They were suggested to use bio serum firm, bio cream firm or alternating with both. On (B)(6) 2022, the day of the report, the patient was going to begin her first of 10 hyperbaric chamber treatments. The outcome of the event was unknown.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, delayed chin vascular occlusion, presumably compression (vascular occlusion) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.